Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, including cycling power, reconnecting the scope, and cleaning the contacts with alcohol however, the issue persisted. The customer was instructed that they should not be connecting the scope with wet contacts. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced b30 errors and loses image. This issue occurred during procedure. There were no reports of patient harm.